Event description:
No additional information.

Manufacturer narrative:
Additional information: (e) provided initial reporter details investigation results: during the analysis of this consent, the batch histories, non-conformities and corrective maintenance were evaluated, and no records were found that could lead to the defect claimed, in addition to the fact that no samples/photos were received for analysis, it was not possible to confirm this consent. Based on the investigation to date, a probable cause may be related to: cannon loading station on the grip: if the machine is misaligned, product supply in the automatic feeder during the product operation process on the product packaging conveyor, a detection failure may also occur. A failure during transportation and/or during product handling. For a detailed analysis, a sample and/or photos of the recovered deviation would be required.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that during use, we observed that several catheters are failing when inserted into the patient; the device opens or breaks at the moment of puncture, making safe use impossible.